Event description:
It was reported a patient's atrial lead presented with loss of capture. It was noted under fluoroscopy that the lead was dislodged. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.